Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the ot ultra meter read inaccurately erratic. These reports were received from various sources. One of the reported patients was (B)(6) years old; however, there was no age data obtained for the other patients. There is also no weight data available. Of the reported patients; 3 were male, none were female & 2 were unknown.